Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run and was making excessive noise. Therefore, the reported condition that the device will not run was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the mechanics of the compact air drive device were damaged. It was noted that the mechanics had seized. It was further determined that the device failed pretest for check starting behavior at 3 bar, check power with test bench at 6 bar, check for noticeable untrue running, check for excessive noise, check triggers for forward / reverse mode, and check function of soft mode switch (safety system). It was noted in the service order that there was air flow through the device, but silence in the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.